Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease folds, wear abrasion and white particles on the inner surface of the device. Leak test and microscopic analysis was performed which identified a sharp, crease opening on posterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp crease opening on posterior assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.